Event description:
It was reported that during a low anterior resection, the surgeon positioned the reload and handle on the patient's rectum and initially pressed the green firing button however, dissatisfied with the placement, the surgeon reopened the jaws to reposition the device. Upon attempting to fire again, significant resistance was encountered, the staple pre-fire and the handle cracked. Another handle and reload was used to resolved the issue. There was no patient injury.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A visual inspection of the returned photo revealed one image of an egia60amt with open jaws, staples protruding from the 5¿cm cut line, and staple pushers raised proximally. The cover tube and reload adapter were not visible. Inspection of the returned device showed the reload was partially fired with the interlock engaged, jaws open, and staple pushers visible at the 5¿cm cut line. It was reported that during the low anterior resection, the surgeon positioned the reload and handle on the patient's rectum and initially pressed the green firing button; however, dissatisfied with the placement, the surgeon reopened the jaws to reposition the device. Upon attempting to fire again, significant resistance was encountered, the staple pre-fire and the handle cracked. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur when the firing handle has not been completely cycled. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a low anterior resection, the surgeon positioned the reload and handle on the patient's rectum and initially pressed the green firing button however, dissatisfied with the placement, the surgeon reopened the jaws to reposition the device. Upon attempting to fire again, significant resistance was encountered, and the handle cracked. Another handle and reload were used to resolved the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap (lot#p4b1103) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.